Event description:
It was reported that the reservoirs leaked. The blood glucose reading is 153 mg/dl. Leaked past the o-ring. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.